Event description:
It was reported that the patient had pain at the generator site pocket. The patient stated that the therapy made the pain worse. The doctor wanted an MRI to ¿take a closer look." It was noted that because the device was not MRI compatible the doctor wanted the device explanted. Symptoms or complications associated with the event included a burning sensation and less than 50% therapy relief. The location of the symptom was the device pocket. It was also noted that the patient had a stimulation/therapy issue and this was described as never having therapeutic effect. It was unknown when the event occurred. The product status of the implantable neurostimulator (ins) was implanted and remains in service. The product status of the lead with serial number (B)(4) was implanted and remains in service. The product status of the lead with serial number (B)(4) was ¿explant planned.¿ it was noted that actions required as a result of the event included explant. The date of the planned explant was (B)(6) 2014. It was unknown if diagnostic testing or troubleshooting was performed. The patient¿s status at the time of this report was alive with no injury. It was later reported by the manufacturer representative that the patient stated it did not help the pain and so she did not use it. The cause of the never having therapeutic effect was not device related. The patient was programmed once ¿a long time ago.¿ there was no other reprogramming requested by the patient or physician. The manufacturer representative was not aware what was done, if anything, to provide insight to the pain at the ins site. The manufacturer representative did not know what was done, date and/or results. There was no troubleshooting done or other action taken to resolve the event. The doctor recommended the explant since the patient was not using it and needed an MRI. The manufacturer representative was asked to update regarding what was done, MRI results, cause of issue and patient outcome. The manufacturer representative noted that they would not be at the explant and noted that the doctor was not a pain physician and so asking about the MRI would not be appropriate. It was later reported by the manufacturer representative that the explant occurred (B)(6) 2014 as planned. The manufacturer representative was not informed of the pain. The manufacturer representative was told that the patient needed an MRI and that was why the explant occurred. It was noted that the patient recovered after explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).